Event description:
Boston scientific received information that inappropriate shocks were delivered due to oversensing. In addition, high thresholds were noted on this right ventricular lead while pacing impedances remained normal and shocking impedances had increased. A chest x-ray did not reveal any damage on the right ventricular lead. A revision was scheduled. Subsequently, a revision took place, and during the revision procedure the right ventricular lead got stuck in the clavicular vein and was completely severed during the attempt to extract the lead. The lead separate and the distal shocking coil and tip remained in the clavicular vein in the patient as it was not possible to extract this portion of the lead. The procedure was completed and this portion of the lead remained in the clavicular vein.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.